Event description:
The customer reported that on occasion, the valve will not give enough return. It is not opening to atmosphere when it should. The valve appeared to be occluded. No pt injury was reported.